Event description:
This pt was admitted for coronary intervention of two lesion, one in the proximal rca and one in the proximal lad. The vessel and lesion characteristics are currently under investigation. A 3.0 x 18mm cypher stent was deployed within the proximal rca to 12 atms via direct stenting. A 2.5 x 13mm cypher stent was deployed whtin the proximal lad to 12 atms via direct stenting. Both lesions yielded a successful angiographic result. Cardiac enzymes following the procedure were within normal limits. The pt was discharged home the following day, pain-free, with orders for aspirin, plavix, magnesium statins, and a lipid-lowering agent. Approx three years later, the pt returned to the hosp with unstable angina (ccs iiib) and was ruled in for an anterolateral wall mi with new st changes noted. No pathological q-waves were noted. Peak cardiac enzymes were as follows: ck=5192 (27 times the upper limits of normal) and ck-mb 583 (23 times the upper limits of normal). The pt was taken urgently to the cath lab for eval. Angiography revealed an instent restenosis with thrombosis of the 2.5 x 13mm cypher stent in the proximal lad, a restenosis of a previously treated lesion in the first diagonal branch, and a de novo lesion in the proximal rca, within 5mm of the previously stented area (persistent restenosis). Reopro, heparin, plavix and aspirin were administered. An additional cypher stent was placed within the proximal lad.

Manufacturer narrative:
Add'l info was received to the file on 10/13/06, which makes this product reportable for persistent restenosis. Note: device is not distributed in the us; however, it is similar to us device. This is one of two reports for the same event. Please reference MFR. Report #'s: 9616099-06-01098 and 01128. Add'l info will be submitted within 30 days of receipt.